Manufacturer narrative:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Event description:
It was reported that during biomedical engineering test/check the dermatome was returned with excess torque on the control lever. It was too tight to be used. There was no harm or delay reported as there was no patient involvement. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.